Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patients pocket site was opened and not healing properly. The patient underwent a wound pocket revision wherein a scar tissue was removed and the pocket incision was re-closed.